Event description:
Pump implanted and filled with saline. A refill was done the following day with the same baclofen concentration and dose. The patient became unresponsive afer refill. The pump was stopped for a short amount of time. The patient recovered.